Manufacturer narrative:
The device was not received for evaluation; however, the device was evaluated on site by the hospital engineer. The hospital engineer evaluated the machine on site and found the diva silicone connector leaking. The reported condition was verified. The cause of the reported condition could not be determined. To correct the condition, the diva silicone connector was replaced. The device was serviced to meet functional specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during self-check, an ak 96 machine had a fluid leak that was observed at the body of the machine. The event occurred before patient use. There was no patient involvement. No additional information is available.